Manufacturer narrative:
The implant was not returned, but radiographs confirmed the screw fracture. The implant remains in-situ and no further investigation can be completed at this time. It is unknown if the patient complied with post-operative instructions; traumatic impacts were reported to not have been a contributor. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warning, cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury". "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation nonunion or delayed union". Device remains in-situ.

Event description:
On (B)(6) 215 a male patient underwent an acdf procedure with no complications. At three month follow-up, the construct was noted to be intact. At six month follow-up, radiographs showed a screw had fractured at c7. Surgeon has elected to monitor the patient, no revision surgery is planned at this time.